Manufacturer narrative:
The used catheter has been returned to angiodynamics and the investigation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))

Event description:
As reported, a bioflo midline catheter placed in the right arm basilic vein had an in-dwell time of 6 days during a midline trial, and clotted off. The attending nurses were unable to access the line, even after power flushing, thus the catheter was removed. The pt condition was reported as "stable." The used catheter has been returned to angiodynamics for evaluation.